Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two patients when using the unicel dxi 800 access immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed. The retest results were lower. No reports of death or serious injury, or affect to patient treatment as a result of this event.

Manufacturer narrative:
One of the two samples was serum and the other was lithium heparin plasma. There is no indication which sample type correlates with which set of test results. Samples were centrifuged for 4 minutes at 4500. Quality control was within the customer's established ranges prior to and after the erroneous results were obtained. On (B)(4) 2010, the field service engineer verified system operations and critical alignments. All verification testing passed. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.